Event description:
It was reported that after a lobectomy procedure, there was a white broken piece of cartridge on the lung after firing of 2 separate devices. Pieces were retrieved. There was no patient consequence.